Event description:
This lv lead was implanted on (B)(6) 2011. At the implant, the device failed to convet (oft testing) at 41j in any configuration even with the "addition" of this cs lead. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).